Manufacturer narrative:
The patient is (B)(6). An event regarding subsidence involving an unknown omniflex bipolar shell was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown omniflex bipolar. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that there was a omniflex bipolar taken out due to subsidence.

Event description:
It was reported that there was a omniflex bipolar taken out due to subsidence.